Event description:
A customer reported that a system message displayed before and during a cataract with intraocular lens implant procedure, resulting in delays and cancellations of surgeries. There was no pt harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).